Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized at south nuremberg hospital with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod on the arm for between 25 and 36 hours. Symptoms reported include fatigue, not feeling well and thirst. The pod was removed at the hospital and insulin injections were administered for treatment. The patient was discharged after seven hours.